Manufacturer narrative:
Aware date in initial MDR corrected to nov 18, 2022

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. Although the customer follows correct reprocessing procedure as per omsi training/ instructions for use (IFU), however device could not be reprocessed and stopped midway due to damage. The device was not completely reprocessed at the time of pickup of device for inspection at omsi workshop. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii duodenovideoscope had angulation play in the knobs. The issue was found during maintenance. Inspection and testing of the returned device found the forceps elevator and nozzle had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the nozzle and forceps elevator had foreign material, dirt was found on the scope, watertightness was lost due to damage on the instrument channel tube, watertightness was lost due to deformation of the electrical connector, watertightness was lost due to a crack on the scope connector, the adhesive on the bending section rubber was detached, the connecting tube was scratched, the grip was scratched, the forceps channel port was dented, switch 1 was scratched, the switch box was dented, the universal cord was scratched, the protector of the universal cord on the scope connector side was damaged, the scope connector cover unit was cracked, the light guide rod was warm due to discoloration, the bending angle in the up and right directions were out of standard, the channel cleaning brush could not be inserted due to damage to the channel tube, the scope connector had corrosion due to water leakage, and the adhesive around the light guide lens was discolored. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.